Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was charging the implanted neurostimulators battery went down by 40% in one day. Patient states the day before they charged the implant to 100% and then it went down to 60% the next day. When patient went to adjust settings yesterday, patient was seeing error codes 2703 and 2098. Patient has not had any hard falls or accidents. The patient was redirected to their healthcare provider to further address the issue." Patient called back repeating a continuation of event previously reported in this case stating they saw their dr and was told to call manufacturer. Patient repeated they are losing 40% battery every day and their implant drops from 100% to 60% (patient stated sometimes lower). Patient also repeated getting error codes 2703 and 2098. Agent reviewed overview of codes and role of patient services. Redirected patient to their healthcare provider to address the issue. Patient stated their dr contacted a rep on friday, (B)(6) to let them know what error she was getting. Manufacturing rep reviewed the inf ormation documented, the patient's implantable neurostimulator (ins) battery is depleting quickly and the patient feels like the therapy is not as effective when the battery level is below 40%. The caller indicated that the hcp tried to run impedances at an appointment last week but they were unable to, the caller couldn't verify if an error was displayed or there was some other issue. The hcp did get an oor message on the tablet. Tech services reviewed information about oor.